Event description:
The patient stated they had baclofen and two other medications in their pump, but they did not know the names of the medications.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8590-1, lot# n286612, implanted: (B)(6) 2012, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8591-38, lot# d21518, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
The patient reported their ¿pump moved from how it was implanted¿. The patient stated it was lying flat and now the top protruded to where you can see it if the patient has a t-shirt on. They stated that this occurred not long after implant. The healthcare provider did not think it was a problem as long as they could refill the pump.